Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot #: (B)(6). Software logs have been returned but not yet analyzed. Codes b21,c21,d16 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that during a catheter placement the distance to target metric intermittently would not display in the guidance view. It was reported that it would appear then disappear. This was the second procedure of the day, with the same behavior. First procedure was documented in another case. Within this procedure, the catheter was able to be placed successfully. There was no impact on patient outcome and the issue caused a less than 1 hour delay.

Manufacturer narrative:
Section a: updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) a manufacturer representative went to the site to test the navigation system. No hardware parts were replaced and the system per formed as intended. Codes: b01, c19, d15 h2) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported e vent. There were 6 session of application logs present of the issue date. 4 of the session captured that the user went till registration and navigation task with the procedure of shuntem. Logs of 4 sessions captured few "coil noise" errors for the tools used in procedure. The analyst observed from the logs that, in all the 4 sessions user went to navigation task and then tried to change the view from guidance view to different views and vice versa "[viewconfig::viewtypechangecallback: {"view":3 ,"viewtype":"guidance2d"}]" [viewconfig::viewtypechangecallback:{"view":2,"viewtype":"axial"}] but logs didn't capture any abnormalities or error and the root cause of the reported behavior of the "distance to target intermittently displaying" issue. As it is the second occurrence of the case ((B)(4)), where scans were found not good as they had cropped area from below the chin and above the forehead and back of the region was also cropped. However, the scans were not shared in second occurrence but suggesting to take the scan having more anatomy to register on and improve the scan quality ( good to take scan having spacing & thickness of 1.0 millimeter { approx.} ) to avoid unexpected issues. Suspecting that the catheter introducer was not being reliably tracked by the emitter which might caused the issue but there is no way to confirm it. Logs are not helpful in capturing the root cause of the reported behavior. Codes: b01, c19, d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.